Manufacturer narrative:
On 12jul2017 an email was received from the patient (pt) in (B)(6) with the additional information: the pt provided the name of the multi-purpose solution he/she used at the time of the event. The pt also reported ¿despite getting the ak (acanthamoeba), I am a continued wearer of your contact lenses¿. No additional information was provided in the e-mail. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 1(B)(6) 2017 a report was received from the medicines and healthcare products regulatory agency (mhra), reference (B)(4). The report indicates a patient (pt) reported being diagnosed with acanthamoeba keratitis while using an acuvue brand contact lenses. The pt reported swimming in the lenses prior to diagnosis, being hospitalized for 2 days and treated for 7 months. The pt reported having regained all sight back. On (B)(6) 2017 our affiliate in the (B)(6) placed a call to the pt. Additional information was obtained: the pt indicated the ¿infection¿ began on (B)(6) 2016, three days after swimming in the lenses. The pt reported having worn acuvue oasys brand contact lenses for one year prior to the event and utilizing a daily wear, about ten hours daily, six days a week wear schedule. Disinfectant solution name is unknown. The pt reported he/she ¿regularly swam in the lenses¿ and ¿was not aware of the risk associated with water.¿ the pt c/o pain, which increased over the weekend from mild to severe. The pt reported having been away on holiday and presented to hospital on return (B)(6) 2016. Pt reports the hospital took approximately two months ((B)(6)) to diagnose the acanthamoeba keratitis in the left eye and being treated with phmb and broline. The pt reported also being treated with other medications; the names of the medications and treatment are unknown. Treatment continued until (B)(6) 2016; the pt was discharged at the end of (B)(6) 2017. Pt was instructed to discontinue contact lens wear in the left eye until (B)(6) 2017 and is currently wearing acuvue oasys 1-day brand contact lenses. Pt reports va 6/6 prior to event (being told he/she had 20/20 vision); va at time of event 6/120 at worst (hospital value); va at resolution 6/6 (va back at usual level). The pt declined consent to contact the treating or the prescribing ecp for additional medical information. The lot number and product availability of the suspect product is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.